Manufacturer narrative:
H.6. Investigation: sample was returned and three photos of a 32g x 4mm pen needle were returned from lot. No. 9099932, cat. No. 320136. Visual examination of the returned photos was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the photos the complaint and root cause could not be determined.

Event description:
It was reported that foreign matter was discovered and medication was unable to be delivered with a bd ultra fine¿ pen needles. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: drug didn't come out during air purge. The issue occurs about once a month. A patient found fm in the needle by microscope.

Event description:
It was reported that foreign matter was discovered and medication was unable to be delivered with a bd ultra fine¿ pen needles. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: drug didn't come out during air purge. The issue occurs about once a month. A patient found fm in the needle by microscope.

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 9099932, cat. No. 320136. Visual examination of the returned sample and photos was carried out and no foreign matter was observed. The samples were then forwarded to the manufacturing facility and a clog test was carried out on the returned samples as per tp700483. No issues were observed supporting the original visual examination. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered and medication was unable to be delivered with a bd ultra fine¿ pen needles. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: drug didn't come out during air purge. The issue occurs about once a month. A patient found fm in the needle by microscope.